Manufacturer narrative:
This case was assessed as serious and reportable to the FDA, as the event of "blocked the blood circulation" (obstruction/vascular occlusion) was deemed to meet serious injury criteria, requiring hospitalization and hyperbaric treatment, thereby, necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse injectable implant could not be reviewed, as the lot number was not provided.

Event description:
Merz north america product safety received a report on 05 feb 2019, via the FDA medwatch program, medwatch number mw5083118, which indicated a patient of unknown age and gender, reported to the FDA that he/she experienced a serious adverse event after receiving an injection of radiesse. Medical history and concomitant medications were not reported. On an unknown date in 2018, the patient was injected by a nurse with unknown dose of radiesse. The patient reported there were multiple injections of radiesse to the nose area. The patient reported noticing something was wrong a few hours later, post injection, and indicated that radiesse had blocked the blood circulation (obstruction/vascular occlusion). The onset date of the adverse event was reported as (B)(6) 2018. The patient reported experiencing side effects of nonstop running nose (rhinorrhea) and teary eye (lacrimation increased). The patient was hospitalized for a total of five (5) days and received hyperbaric treatment for 20 hours. The patient also reported she still had a scar at 7 months post injection (scar) and indicated the injector used wrong product on the nose (product selection error). The patient reported the "nurse should have not used the radiesse on my nose because it cannot be reversible" and indicated, "I could have become blind". The final outcome for each event was not reported. Lot number was not reported. Event description as documented on medwatch number mw5083118: the report noted the "event date" was (B)(6) 2018, "reporter" was patient, adverse event was [?]yes", "event report type" was serious injury, "event outcome" was hospitalization, "brand" was radiesse, "product code" and "device type" was implant, dermal, for aesthetic use (lmh), manufacturer was merz north america, inc. The "event description" included the following: "I had an injection at "confidential" on unspecified date in 2018. A nurse "confidential", who injected radiesse on my nose, she injected multiple times and some of the radiesse blocked the blood circulation. I noticed something was wrong a few hours later. I had nonstop running nose and tearing eye. I immediately let the "confidential" office manager know what has been happening (side effects) on monday morning because I got the injection on saturday at 11:45 am and they close on sunday. I had to be hospitalized at the "confidential" emergency room and received hyperbaric treatment for 20 hours and stayed at the hospital for 5 days. It has been 7 months and I'm still waiting for my scars to be settled so I can have plastic surgeries on my nose. They have non licensed nurses who inject without having doctors present. It is illegal; my ophthalmologist contacted the "confidential" three times to discuss how the injection went because he had tremendous concerns with my eye. "Confidential" didn't cooperate the conversation because none of the doctors were at the facility for those days. He knew they used the wrong products on my nose; I went to see two different plastic surgeons and both admitted that the nurse at the "confidential" should have not used the products (radiesse) on my nose because it can't be reversible and I could have become blind. Doctor "confidential". They still inject patients without having proper licenses. They are not nurses and doctors are not present to evaluate their work. They could harm other people and it's very dangerous. Doctors "confidential" and plastic surgeon "confidential", ophthalmologist "confidential", emergency center and hyperbaric department "confidential" suspect the primary product." The report indicated "unknown", if the product was compounded and indicated your health professional may be able to help you identify whether the drug was compounded. Concerning the question, "did the problem stop after the person reduced the dose or stopped taking or using the product", the answer was "yes". Concerning the question, "did the problem return if the person started taking or using the product again", the answer was "yes". Concerning the question, "do you still have the product in case we need to evaluate it", the answer was "no". Concerning the question, "date the person first started taking or using the product, the answer was "2018".